Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and unexpected restart error test. The insulin pump passed the tone check and the vibrate check on self-test. The insulin pump was also programmed with multiple test boluses and monitored; the insulin pump properly beeped at the start of the bolus and beeped when finished delivering the bolus. No audio or beep anomaly noted when performing the self-test or during bolus delivery. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was called back and ran the self-test. The self-test worked but when the customer gave a bolus, there was no beeping sound. Customer's blood glucose level was 16 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.